Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that patient was revised due to pain and an unstable left knee. Surgeon replaced tibial insert and implanted a thicker insert (13mm). All other components were well fixed.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method and results: the product was not returned for evaluation. Medical records were not provided for review. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient was revised due to pain and an unstable left knee. Surgeon replaced tibial insert and implanted a thicker insert (13mm). All other components were well fixed.